Manufacturer narrative:
Upon receipt of additional information, the issue was deemed non-reportable. No patient harm has been alleged or is expected. There is no indication that the malfunction was or would be difficult to detect due to the unresponsive or unexpected behavior of the device's touchscreen. If the malfunction were to recur and the device was unusable, the user is likely to utilize alternate monitoring processes in order to proceed with the case. If other monitoring was unavailable and lack of monitoring was to preclude the use of the scanning device in diagnosis, alternative diagnostic methods would be implemented as warranted for the patient. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence. Analysis was performed by onsite service personnel which included functional testing of the device. The results of the analysis indicate that the touch screen calibration was not correct. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was miscalibration of the monitor. The issue was resolved by calibrating the monitor and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the screen is not displayed correctly; it is locked. The device was in use on a patient at time of event, there was no adverse event reported. Additional information was received which confirmed the issue was related to touch screen calibration.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the screen is not displayed correctly. It is locked and it gives different measurement values in ECG and spo2. The device was in use on a patient at time of event; there was no adverse event reported.